Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('parts of essure left behind from hysterectomy and bilateral salpingectomy'), device expulsion ('migration/malposition of essure device location of device: uterus, migration of essure device location of device: uterus') and pelvic pain ('pelvic pain/right side pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's concurrent conditions included chronic renal failure, gerd (treated with unspecified medication), thyroid disorder nos (treated with unspecified medication), panic reaction, anxiety and seizures. Concomitant products included furosemide for chronic renal failure as well as paroxetine hydrochloride (paxil) and topiramate. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy, supracervical hysterectomy (uterus only), cystoscopy, on (B)(6) 2015 and laparoscopic hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, device expulsion, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection and fatigue outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and endometriosis had resolved. The reporter considered abdominal pain, cystitis, device breakage, device expulsion, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), migration fatigue, urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2015: malposition of essure in uterus/ migration in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: plaintiff fact sheet received. Events added: perforation (uterus), parts of essure left behind from hysterectomy and bilateral salpingectomy and abnormal bleeding(vaginal), event clubbed: pelvic pain/right side pelvic pain. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('parts of essure left behind from hysterectomy and bilateral salpingectomy'), device expulsion ('migration/malposition of essure device location of device: uterus, migration of essure device location of device: uterus') and pelvic pain ('pelvic pain/right side pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's concurrent conditions included chronic renal failure, gerd (treated with unspecified medication), thyroid disorder nos (treated with unspecified medication), panic reaction, anxiety and seizures. Concomitant products included furosemide for chronic renal failure as well as paroxetine hydrochloride (paxil) and topiramate. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy, supracervical hysterectomy (uterus only), cystoscopy, on (B)(6) 2015 and laparoscopic hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, device expulsion, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection and fatigue outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and endometriosis had resolved. The reporter considered abdominal pain, cystitis, device breakage, device expulsion, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), migration fatigue, urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2015: malposition of essure in uterus/ migration in uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('parts of essure left behind from hysterectomy and bilateral salpingectomy'), device expulsion ('migration/malposition of essure device location of device: uterus, migration of essure device location of device: uterus') and pelvic pain ('pelvic pain/right side pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's concurrent conditions included chronic renal failure, gerd (treated with unspecified medication), thyroid disorder nos (treated with unspecified medication), panic reaction, anxiety and seizures. Concomitant products included furosemide for chronic renal failure as well as paroxetine hydrochloride (paxil) and topiramate. On(B)(6)2007, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), cystitis ("bladder infection") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (bilateral salpingectomy, supracervical hysterectomy (uterus only), cystoscopy, on (B)(6)2015 and laparoscopic hysterectomy on (B)(6)2015). Essure was removed on(B)(6)2015. At the time of the report, the uterine perforation, device breakage, device expulsion, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, fatigue and uterine haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and endometriosis had resolved. The reporter considered abdominal pain, cystitis, device breakage, device expulsion, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), migration fatigue, urinary tract infection. Discrepancy noted date of removal: 17jun2015, 03nov2015 essure confirmation test:- she did not undergo conformation test. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6)2015: malposition of essure in uterus/ migration in uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received :- new event added abnormal uterine bleeding. Event onset date and event severity added pelvic pain , dyspareunia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, cystitis, urinary tract infection and fatigue outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and endometriosis had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), migration and fatigue. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. This case became incident. Event injury was replaced by more specific information: pelvic pain, migration, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder infection, uti, fatigue, endometriosis and she did not underwent essure confirmation test. Reporter information was added. Date of explant added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.